Manufacturer narrative:
(B)(4). Information unavailable. Attempts have been made to have device returned. Device location is unknown. Additional questions and answers: which firing of the device did this event occur on? -- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? -- rectum. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? -- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- the information was not provided from the hospital. Did anything unexpected happen prior to this incident? -- the information was not provided from the hospital. Was the device fired after this incident in or out of the patient? -- the information was not provided from the hospital. What were the indications for surgery? What was found? -- the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? -- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? -- the information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? -- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, clips were deployed continuously. The clips did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.